Manufacturer narrative:
Patient's year of birth is (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, vomiting and diarrhea. The cause of peritonitis was unknown. Three days after the onset, the patient was admitted at the hospital and was treated with vancomycin (2 grams, intraperitoneally for approximately one month) and ceftazidime (1 gram, intraperitoneal, spread over 4 exchanges per day and duration was not reported) for the event. Twenty two days later, ceftazidime (1 gram per day, intraperitoneal, during 3 weeks) was initiated for twenty one days. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: approximately two weeks after being discharged from the hospital, peritonitis was ongoing. On an unreported date, the patient was treated with unspecific antibiotics for the event. Twenty six days after ongoing event, antibiotic therapy was discontinued and the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.